Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l50843, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. The first fall was with the first stimulator. It was reported that the patient¿s previous device and extension were replaced on 2007 due to a fall that pulled some components out from where they were initially placed. Additional information from the consumer on 2016-11-28 reported that at one time there were replaced because it broke and because it came apart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.